Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited loss of capture. An x-ray was performed and lead dislodgement was observed. The lead was attempted to be repositioned but the helix would not deploy due to tissue blockage. The lead was explanted and replaced. It was noted that the patient was not symptomatic to the loss of capture and dislodgement event and was stable throughout the procedure.